Manufacturer narrative:
Product event summary: the pump, the controller and the battery were not returned for evaluation. Review of the sterility certificate confirmed that the ve ntricular assist device (vad) met all requirements for release. Analysis of the alarm log file revealed seven critical battery alarms and four controller fault alarms. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Additionally, log file analysis revealed five controller power up events from on (B)(6) 2018. The range of time that the controller was without power during each loss of power was 11 seconds to 56 minutes and 56 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing the battery to depleting below 10%. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. Intinv;an internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. Additional products: controller 2.0 con315849 device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 213,FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 2.0 / (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2018-11-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-03 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller was running on a single battery and the second port was not connected. The site reported that the patient let the battery drain completely which led to critical battery alarms and controller fault alarms. The controller eventually lost power and had no power alarms. The patient¿s ventricular assist device (vad) was off for 57 minutes before the power sources were reconnected. It was further reported that the patient was found in their home without the dressing on their driveline exit site and the driveline exit site was warm and red. The patient was admitted to the hospital for bacteremia which caused the patient to become delirious and obtunded. Computerized tomography (CT) scan showed fluid collection around driveline. The patient had incision and drainage (I<(>&<)>d) on (B)(6) 2018 and was given antibiotics. The pump is still in use. No further patient complications have been reported as a result of this event.